Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens left the injector too fast resulting in the capsular bag breaking. The rayone emv rao200e iol was explanted during the original surgery session. Product return is anticipated; however, no product has been received by rayner to date for evaluation. The rayner risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner is following up via its affiliate company in france to obtain additional information to facilitate further investigation of the event. The national ophthalmology database audit report for 2022 states that for all surgeons 0.91% of operations were affected by posterior capsule rupture (pcr) and that this is slightly below the currently consultant only rate of 1.1%. Our lifetime rate of posterior capsule rupture for our rayone hydrophilic platform is 0.0012% / 12 ppm, which is well below the rates published in the nod audit report. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 072195901.

Event description:
On (B)(6) 2023, rayner received notification from its french affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens left the injector too fast breaking the capsular bag.